Event description:
According to the available information catheter inserted, balloon inflated with 30 ml, and 5 minutes after insertion, the catheter fell out, balloon deflated.

Manufacturer narrative:
According to the complaint description, the lot number is available but not the sample. After receiving this complaint, we searched for other complaints and we didn't find other complaint on the same defect regarding the lot number. Deflation issue of silicone balloon is known but according to the available information we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action was opened and monthly monitoring is occurring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information catheter inserted, balloon inflated with 30 ml, and 5 minutes after insertion, the catheter fell out, balloon deflated.